Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007 patient underwent anterior spinal fusion using cage with rib graft and bone morphogenic protein and a left lateral rod and screws construct. Pre-op diagnosis, post-op diagnosis: severe thoracic spinal pain with thoracic herniated disc and spinal cord compression at t7-t8, t8-t9. As per op notes: the end plates were fashioned in a manner as to be abled to place a cage in the anterior portion of the vertebral body against flush level surfaces. The titanium mesh cage was packed with rib bone graft which was harvested during the approach and also bone morphogenic protein. The bone was distracted slightly in between t7 and t9 and the cage was placed in this space and tapped into place tightly. Stapless screws were placed in the inferior portion of the vertebral body of t7 and superior position of t9. Patient alleges unspecified injury due to the use of rhbmp-2.